Manufacturer narrative:
Corrected sections: corrected 'describe event or problem'. Internal complaint # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation was observed to be intact on both sides of the jaws on both the hot and cold jaws. A white scratch mark was observed on the hot jaw. There were no signs of cracks or peeling observed. The heater wire was observed to be flexed away from the center of the hot jaw and slightly on the tip. However, the heater wire remained attached to both the base and the tip of the hot jaw. Based on the returned condition of the device and the evaluation results, the reported failure "peeled" was not confirmed. The analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro, they used device for about two or three branches, then noticed some grey plastic ¿flailing¿ in the tunnel at the end of the device. They withdrew the hp and noticed that the rubber part of the tip had separated from the jaws. The grey piece never detached from the tips. It did not appear burnt but looked damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. They used device for about two or three branches, then noticed some grey plastic ¿flailing¿ in the tunnel at the end of the device. They withdrew the hp and noticed that the rubber part of the tip had separated from the jaws. The grey piece never detached from the tips. It did not appear burnt but looked damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.